Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the display of the external pulse generator (epg) was intermittent, clips were missing on the back of the epg and the unit failed sensitivity tests. The epg failed the incoming automated test system, the backlight was off, battery reversal and removal, the digitizer timed out and the atrial heart wire failed. Resting the device did not resolve the issues. It was also determined at analysis that there is a missing ring and ring cover. The bail and bail attachments are missing, additional tests performed failed. The printed circuit board (pcb) and liquid crystal display board are defective. The external pulse generator is at the end of service life. The epg was returned unrepaired with instructions not to use this device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display of the external pulse generator (epg) was intermittent, clips were missing on the back of the epg and the unit failed sensitivity tests. The epg is expected to return for service. There was no patient involvement.